Event description:
User facility reported two needle stick injuries involving the ultrasafe needle guard device. Both nurses reported that the shield (needle guard) stuck when they attempted to activate it.

Event description:
User facility reported two needle stick injuries involving the ultrasafe needle guard device. Both nurses reported that the shield (needle guard) stuck when they attempted to activate it.